Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized and was rough running. It was also noted that the motor was blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6)that when in use, it was observed that the power drive device was lacking performance. During an in-house engineering evaluation, it was observed that motor seized, was rough running and was blocked. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly